Event description:
Customer reported four blood leaks on the CT 190g dialyzer. The blood leaks started to occur in 2001, use numbers 29, 40, 3 and 26. The blood leaks were visually observed and confirmed by positive hemastix results. New dialyzers and blood lines were set-up and the treatments continued without further incidents. No pt injury or medical intervention was reported by the customer.